Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient admitted that she had developed strep throat on (B)(6), 2011, and started feeling better on (B)(6) 2011. During that time, the patient indicated that her bgs were erratic. Also, on (B)(6) 2011, the patient mentioned that she had a death in the family and was stressed. On (B)(6) 2011, the patient claimed that she had bgs of "588, 543, and 523 mg/dl" throughout the day. The patient also admitted that on (B)(6) 2011, she noticed that the cannula was slightly bent. On the day of the call with animas, the patient stated that she had a bg of "550 mg/dl" at 7:00 am. She reportedly spoke to a health care provider (hcp) and was instructed to stop using the pump. The patient was also advised by the hcp to take a 22 unit injection with carbs at 10:00 am. In addition, the patient was advised to take a 20 unit injection of nph insulin, to get a new vial of humalog insulin, and to take 10 units of humalog at 12:00 pm. The patient was then instructed to resume pump therapy at 6:00 pm. Through troubleshooting, the animas representative involved in this contact noted that the prime history and tdd were accurate. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels that meet animas¿ criteria for a serious injury. However, at this time, it is unknown if the pump contributed to the patient¿s injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.